Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Ous MDR - boston scientific received info that this pt presented after feeling several therapy deliveries. Upon interrogation of the device, noise and loss of capture on the right atrial (ra) lead was noted. An x-ray was performed and indicated the ra lead had dislodged. As a result, the lead was successfully repositioned. No other adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.